Manufacturer narrative:
Trackwise#: (B)(4). H6--medical device ¿ problem code "1385" added.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the heater portion of vasoview hemopro melted. A new kit was opened and the case was completed as normal.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/12/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw with detachment of the heater wire at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no peeling observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire' was confirmed, and the reported failure "melted; jaw" was not confirmed. The lot # 3000296499 history record review was completed. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/12/2023. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. Charred material was observed on the heater wire. The heater wire was observed to be flexed away from the hot jaw from the base of the jaw to the tip of the hot jaw, with detachment at the tip of the hot jaw. There were no other visual defects observed. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw from the base of the hot jaw with detachment of the heater wire at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no peeling observed. Based on the returned condition of the device as well as the evaluation results and the photographic evaluation, the reported failure "material twisted/ bent wire' was confirmed, and the reported failure "melted; jaw" was not confirmed.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws melted. A new kit was opened and the case was completed as normal.